Event description:
It was reported that the clutch of a medfusion¿ medfusion® 3500 syringe infusion pump is malfunctioning. No report of any known impact or consequences to patient.

Manufacturer narrative:
The device was returned for evaluation. The returned device was given functional and delivery tests. During testing the reported issue could not be duplicated. A "check clutch" error message was found in the pump history; however no errors or alarms occurred during multiple tests. The cause of the reported issue could not be established.